Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose at time of incident was 22mmol/l. The customer stated they changed reservoir. Customer checked in the pump where reservoir is, there was insulin. The customer was advised not to use the pump anymore. The customer was advised to return pump for analysis and replacement will be send.